Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient's condition was stable only with oxygen. There was no harm or injury reported. The device was replaced and sent for evaluation. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The device's error log was reviewed and a ventilator inoperative error code was found. Based on the error code found, it was determined that the device's main board would need to be replaced to address the issue. Decision was made that device would be discarded rather than replacing any parts.